Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 21mm 11500a aortic valve was explanted same day (after unknown implant time) due to development of a leak. The explanted device was replaced with another 21mm 11500a aortic valve.

Event description:
Edwards received information a 21mm 11500a aortic valve was explanted at implant due to sizing issues. The explanted device was replaced with another 21mm 11500a aortic valve after performing aortic root enlargement. Records medical records, the patient initially underwent aortic valve replacement via minimally invasive upper hemi sternotomy approach due to severe symptomatic aortic stenosis. Upon attempting to seat the 21mm 11500a it was determined that the aortic annulus was too small. The surgeon extended the aortotomy all the way down to the level of the annulus. The valve was implanted, and the aortotomy closed with a cormatrix bioprosthetic xenograft patch. There was bleeding noted from the very base of the aortotomy. The 21mm 11500a valve had to be explanted to inspect the annulus. The surgeon extended the sternotomy to include the remainder of the sternum and extended the incision to a standard sternotomy incision. There was a small rent in the aorta to the left of the original aortotomy. In order to properly seat the new valve the surgeon fully divided the annulus and did a root enlargement. Another 21mm 11500a aortic valve was then implanted. Post bypass tee demonstrated a well-seated aortic prosthesis with no evidence of any perivalvular leak. The patient tolerated the procedure well and was transferred to the cardiovascular recovery unit in secure but stable condition. Tte on postoperative day one (1) showed a normally functioning bioprosthetic aortic valve. Postoperatively, the patient went into cardiogenic shock postoperatively and was volume resuscitated and then continued to decline. The family was consulted and the patient made do not resuscitate. The patient expired on a post-operative day two (2).

Manufacturer narrative:
Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patient anatomy, and not a malfunction of the device. In this case the cause of the event was most likely due to procedural factors.